Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I have had 5 teeth removed") and experienced tooth fracture ("my teeth are still breaking after removal / have 6 teeth are broken"), oral discomfort ("my whole mouth has fallen to pieces"), loss of libido ("loss of sex drive"), dyspareunia ("I still have painful sex"), genital haemorrhage ("I bleed everytime") and pelvic pain ("my pelvic area hurts all time"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture, oral discomfort, loss of libido, dyspareunia, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, loss of libido, medical device removal, oral discomfort, pelvic pain, tooth extraction and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) event added my teeth are still breaking after removal. I have had 5 teeth removed and I still have 6 teeth are broken, my whole mouth has fallen to pieces, loss of sex drive, I still have painful sex, I bleed everytime, my pelvic area hurts all time. Reporter information were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.